Event description:
I originally had a umbilical hernia mesh placed in 2007. It consisted of a rolled piece of polypropylene. This mesh became dislodged and began to erode through my abdominal wall in early 2008. Three months later, this mesh was replaced with a prolene 3d patch polypropylene mesh system. Immediately post-op, I developed one hematoma followed by another within 24 hours. My abdomen was severly bruised and inflamed. At 10 weeks post-op, I was still experiencing abdominal pain and developed a nodule protrusion at the hernia site. The surgeon identified that he had altered the structure of the mesh appliance to fit my slim physical build. He felt that the protrusion was a surgical suture knot. Over six mos this pain never resolved and began to increase as time went by. The protrusion persisted, but did not increase. I developed severe fatigue and overall malaise. My internist ran a battery of lab tests, but everything came back normal. I sought an add'l surgical opinion and in seven months later. The mesh was removed and a traditional hernia repair was performed. Immediately following the removal of the mesh, my health improved and I have since had a normal post-op course. The surgeon concurs that I was having a physician reaction and rejection of the mesh product. Dates of use: 2008. Diagnosis or reason for use: umbilical hernia repair. Event abated after use stopped or dose reduced: yes.